Manufacturer narrative:
It is unknown if the device is returning for analysis. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a 4f amplatzer torqvue lp delivery system was selected for use. During use, after insertion into the patient, a hole in the tube of the y-connector was observed. Leak occurred in a continuous drip. No other parts of the delivery system were observed to be damaged. The procedure was completed successfully. No patient consequences were reported.

Event description:
N/a.

Manufacturer narrative:
An event of y-valve was observed to be cracked was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met specifications. As event appears to be related to a potential product quality issue; therefore, exception issue 133969 has been initiated to further investigate this complaint. Codes removed: medical device problem code: 4008 material split, cut or torn.